Event description:
It was reported that the caller's son had a motor error alarm on the insulin pump. Customer does not use the sensor feature on the pump. Customer stated that they are able to complete the rewind sequence. Customer was advised that the pump will need to be replaced. Customer was also advised to discontinue use of the pump and revert to a back-up plan. Customer was advised to return the pump with the battery and to zero out the basal rates.

Manufacturer narrative:
The motor error alarmed during a basic occlusion test due to a faulty force sensor resistor (gold). They were unable to perform the basic occlusion, occlusion, prime/compromised force sensor system, and the excessive no delivery test due to the motor error alarm. The motor was tested outside the device and passed the motor test. The pump was received with a minor scratched display window, a cracked case at the display window corners, a cracked reservoir tube lip, cracked battery tube threads, and a broken belt clip slot.